Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: alarm from ventilator was activated, high pitched continuous, no alarm reason displayed. I checked to see if it had been unplugged and sister came to attend alarm. Patient's oxygen saturations started to drop so immediately bagged whilst sister attempted to correct alarm. Ventilator could not be silenced or turned off so removed from unit and new ventilator put in place.

Manufacturer narrative:
According to information from the operator, there was an incident on (B)(6) 2023 at 21:09 in which the device alarmed, the screen was frozen and the patient's health was seriously deteriorated. There were no technical errors in the eventlog file logged, although according to the operator's information, the device had displayed technical errors tf 9932 & tf 9112. After a "panel connection lost" alarm occurred, no further entries were logged. The patient was ventilated by another ventilator. The device involved the incident did not respond and could not be powered off so it was kept running until it's battery were totally discharged. The most probable root cause is a defective vu esm and/or a defective ip esm, therefore the service technician replaced the vu esm and the ip esm, updated thedevice to software version 02.81 and checked the device completely and successfully with the service software before releasing the device.-----------------------------------------------------------------------hamilton medical ag complaint number: cer 146336follow-up 2 - corrected information:**UDI related data quality updates only**a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: 8496) was not labelled with a UDI at the time of its manufacturing.creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag.UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number 8496.updated fields: b4, d4, g6, h2, h4, h11

Event description:
Hamilton medical ag received the following incident description: alarm from ventilator was activated, high pitched continuous, no alarm reason displayed. I checked to see if it had been unplugged and sister came to attend alarm. Patient's oxygen saturations started to drop so immediately bagged whilst sister attempted to correct alarm. Ventilator could not be silenced or turned off so removed from unit and new ventilator put in place.

Manufacturer narrative:
According to information from the operator, there was an incident on (B)(6) 2023 at 21:09 in which the device alarmed, the screen was frozen and the patient's health was seriously deteriorated. There were no technical errors in the eventlog file logged, although according to the operator's information, the device had displayed technical errors tf 9932 & tf 9112. After a "panel connection lost" alarm occurred, no further entries were logged. The patient was ventilated by another ventilator. The device involved the incident did not respond and could not be powered off so it was kept running until it's battery were totally discharged. The most probable root cause is a defective vu esm and/or a defective ip esm, therefore the service technician replaced the vu esm and the ip esm, updated thedevice to software version 02.81 and checked the device completely and successfully with the service software before releasing the device.

Event description:
Hamilton medical ag received the following incident description: alarm from ventilator was activated, high pitched continuous, no alarm reason displayed. I checked to see if it had been unplugged and sister came to attend alarm. Patient's oxygen saturations started to drop so immediately bagged whilst sister attempted to correct alarm. Ventilator could not be silenced or turned off so removed from unit and new ventilator put in place.